Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results, it is likely the following led to the malfunctions found in this investigation: the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was peeling on the cement of the objective lens, pinholes in the cement of the light guide lens and there was no sealant/glue (ke45) on the forceps cover. There was no patient involvement.